Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that all drawers were off the bus. Further investigation revealed that a network cable had been plugged into the wrong port, causing the drawers to be off the bus. The cable was reseated correctly, after which all drawers appeared in the hardware test application and the application. Pharmacy was then able to complete inventory and refill successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.